Event description:
Fifty new lifeline units were purchased from philips lifeline by (B)(6) lifeline program the end of (B)(6) 2009. When I was checking the units prior to being put in client's homes, several of the units were found to be defective. When speaking with philips lifeline staff about this issue, I was told they were aware certain lifeline units produced during an specific time period could be affected by a defective spring in the "reset" button that deteriorates over time. When this spring deteriorates, the lifeline unit does not work. This occurs without warning. When I initially checked the new lifeline units in (B)(6) of the 50 units were found defective. These were returned to philips lifeline and were replaced with new units not affected by the defective spring. On (B)(6), I was checking the remaining 40 units that had been previously checked in (B)(6). Of the 40 remaining units, another 6 were found to be defective. This occurred while the units were sitting on the shelf in a closet, shut off and not in use. I did not check all 40 units, I only checked 9 of the 40 and found 6 of these 9 units defective. I again called philips lifeline staff to alert them that another 6 units were found to be defective. They suggested returning these 6 units for replacement. I told philips lifeline staff I was not comfortable using any of these lifeline units because these units could initially be working when put in the client's home and then become nonfunctional due to the defective spring. This could jeopardize the lifeline client because they think the lifeline unit is working when it might not be. I told philips lifeline staff that I wanted to return the remaining 40 units and have them replaced with new units not affected by the defective spring. They agreed to do this and 40 new units were shipped. Philips lifeline did not inform this lifeline program about potential defective equipment until after the defective equipment was discovered by the lifeline program. They did not attempt to resolve the issue with a product recall. Instead, they relied on this lifeline program to identify the defective equipment and report it to them.